Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The healthcare provider called in response to a letter they received. The said the device had been removed as it never provided efficacy to the patient. It was noted the stimulation sensation was in the rectum. It was noted the manufacturer representative had tried to reprogram in 2017 and the patient's daughter had helped adjust therapy and it had helped some, but it was on and off. It was noted that at some point the patient had fallen. Device was explanted (B)(6) 2020.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: va1gf35, implanted: (B)(6) 2017, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot#: (B)(4), ubd: 21-apr-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient's implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Healthcare provider reported that patient had urge incontinence, urgency, nocturia and failed interstim device. The patient felt that it is no longer working despite going up on the amplitude and trying different programs. The representative verified that it was no longer functioning properly and should be removed and replaced. The entire devices were removed and replaced. During removal of lead pressure was applied and lead broke, hcp was able to remove part of the lead. Additional follow up made to hcp¿s office nurse who stated that the reason of the device no longer working was due to the ins battery not working because patient had it for quite a while. The nurse assumed it was due to battery depletion which was the reason for the replacement. The part of the lead was breaking during replacement and left in the patient since the hcp could not find it. The nurse was unsure of the status of the device and patient is doing ok. No further patient complications are anticipated or expected as a result of this event.